Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported one of patient's lead had migrated and confirmed via x-ray. As such, surgical intervention is pending to address the issue.

Manufacturer narrative:
B3 - date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000150711.

Event description:
Additional information received indicated patient underwent surgical intervention wherein both the leads were replaced, and therapy was restored.